Event description:
It was reported that the tubing of a clearlink, non-dehp solution set leaked below the buretrol (chamber). This issue was identified during patient infusion. The tubing was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber is according to specification. Priming was performed at the set with a sterile water which observed a leak in the same area. Dimensional testing was performed at the tubing and it is according to specification. The reported condition was verified. The cause of the condition was due to improper manual assembly at the application of the solvent during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.